Manufacturer narrative:
Based on the information received from the FDA it is not possible to perform any investigations as the specific device serial number is unknown and the device is not available. Structural valve deterioration is known inherent risk of device for biological valve implants. At this time based on the information available the root cause cannot be established.

Event description:
The manufacturer was notified of a serious adverse event involving a livanova product via the department of health and human services. Medwatch FDA # mw5088088 contained the following event. Symptomatic bioprosthetic aortic valve stenosis patient status post aortic valve replacement with sorin 23 mm valve on (B)(6) 2017. FDA. The device in question is a crown prt cna23 which was implanted on (B)(6) 2017. The event occurred on (B)(6) 2019. No further information was received.